Event description:
Per the edwards lifesciences field clinical specialist report, during a transapical tavr procedure the patient the patient had a cardiac arrest and died. Case summary: the coronary ostium height was 7mm and a guide catheter, wire, and balloon were inserted into the left main coronary artery (lmca). Bav was done with an 18 x 4 z-med balloon and there was severe cai post bav. A 23 mm sapien valve was deployed and echo evaluation revealed severe cai with one of the leaflets not functioning. There was initially timi 3 flow in the lmca. Manipulation of the pigtail catheter freed the leaflet and the cai was reduced to mild. The patient had v-fib and required CPR and defibrillation to restore the rhythm from v-fib to a paced rhythm. A coronary angiogram then demonstrated timi 1.5 flow with some obstruction of lmca. An attempt was made to cannulate the lmca but this was initially difficult. Due to the difficulty in restoring the patient¿s blood pressure fem-fem bypass was initiated and a sternotomy was required to cannulate the aorta for increased flow. St elevation was then noted and the potential cause was related to a valve strut / bar or a hematoma from a ruptured annulus partially blocking the ostium of the lmca. A pci with stent insertion restored coronary flow. A hematoma at the annulus and lmca were also noted. Additionally, there was a tear in the apex as a result of CPR being performed while the transapical sheath was still in place and this was repaired. The patient had pulmonary edema from left sided failure secondary to acute cai and myocardial ischemia. The patient could not be weaned off coronary bypass pump, and passed away. The cause of death was reported to be cardiac arrest. Additionally, it was noted the valve was deployed in a 50:50 position; the patient had severe native valve / leaflet calcification and moderate root calcification.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 202015691-2013-21385.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, coronary flow obstruction and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with the tavr procedure. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Malposition of the valve has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for the leaflet not moving after deployment cannot be determined; however, the physician was able to do troubleshooting by manipulating the leaflet with the pigtail catheter, after which the leaflet continued to function properly. Per the information received, the valve was deployed as recommended. It is possible that a combination of patient (i.e. Severe calcification of the native aortic valve leaflets) and unknown procedural factors caused or contributed to this event. There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the reported events cannot be confirmed. However, per report, the coronary ostial height was low (7mm), which in combination with a valve strut / bar or the hematoma from the possible ruptured annulus could have caused or contributed to the coronary occlusion. Possible risk factors for the reported annular rupture include severely annular calcification in the setting of borderline valve oversizing (23mm sapien in a 19mm native annulus). It is likely that a combination of the initial cai, coronary occlusion, annular hematoma as well as other patient and procedural factors (rapid pacing, difficulty with bypass cannulation) contributed to the hemodynamic collapse and patient death . The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.